Event description:
The service report shows that the device failed the leak test during a performance evaluation. The co service technician inspected the device and replaced the inlet valve assembly. The unit passed extended testing. This report is not an admission by co that this device caused or cvontributed to the event alleged in this report.